Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device noted two high energy burn marks on the case. Visual and manual inspection noted the proximal rv and ra set screws were missing from the device. The header was fully attached to the case of device. Detailed mechanical and electrical testing was then performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. It was concluded that the damage to the missing setscrews was induced.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. The physician observed that the header was no longer properly connected to the can. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. The physician observed that the header was no longer properly connected to the can. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.